Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported receiving erratic readings on an adc blood glucose meter. The following readings were reported to have been received within 10 minutes: 240 mg/dl and 38 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Control solution testing was performed on the returned product (meter and test strips). Results were within specification. No product deficiency was identified.

Event description:
A pharmacist reported receiving erratic readings on an adc blood glucose meter. The following readings were reported to have been received within 10 minutes: 240 mg/dl and 38 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.